Event description:
It was later reported that the lead was explanted and replaced after having dislodged on multiple occasions.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. A visual summary analysis of the lead indicated apparent explant damage.

Event description:
The patient reported that the right ventricular (rv) lead had become dislodged and was advised by her physician that a surgical procedure would be necessary to correct it. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).